Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, inserting the ventricular lead into the header of the pulse generator was difficult. After applying silicone oil, the lead was inserted and secured. The lead remained implanted.